Event description:
Complainant alleged that during biomed testing, the device failed for high impedance and did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider and there was no indication of a device malfunction. The customer's report of high impedance and electrode connection occurred due to not having the electrodes connected to the device. The reports were cleared and did not reoccur once the electrodes were connected. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.